Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak during pd treatment. The patient said there were multiple m31 air detected in cassette warnings during fill 4 of 5. The messages continued even after rebooting the cycler. Treatment was canceled and fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from cassette into the cassette door. Patient was advised by technical services to let the cycler air dry and use the next day. In a follow up, the pd nurse said there was no harm, intervention or adverse event associated with the patient's recent fluid leak. The patient is taking a round of prophylactic antibiotics. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak during pd treatment. The patient said there were multiple m31 air detected in cassette warnings during fill 4 of 5. The messages continued even after rebooting the cycler. Treatment was canceled and fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from cassette into the cassette door. Patient was advised by technical services to let the cycler air dry and use the next day. In a follow up, the pd nurse said there was no harm, intervention or adverse event associated with the patient's recent fluid leak. The patient is taking a round of prophylactic antibiotics. The patient is using the same cycler.